Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: a1 patient identifier. A2: age and date of birth. A3: patient sex. B7: tooth location #2. D6: implanted date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Unknown item and lot number and no device returned: since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Also, since there is not catalog or lot number provided, a device history and complaint history review can not be conducted. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Item and lot # and no return item.

Event description:
It was reported that the internal hex of the implant has been damaged.